Event description:
On (B)(6) 2025, a patient underwent a successfully completed ureteroscopic stone removal procedure with the cvac aspiration system. Per the surgeon, the procedure was unremarkable. On (B)(6) 2025, the patient returned to the hospital with a urinary tract infection and a fever. Blood work confirmed an elevated white count and negative lactate; urine culture confirmed presence of enterococcus faecalis. The patient was admitted, hospitalized for 1 day, and treated with an unspecified type of antibiotics. Per the surgeon, the patient was treated for presumed sepsis. The patient was discharged and was reported to be recovered. The surgeon is uncertain what caused the sepsis.

Manufacturer narrative:
The manufacturer's investigation is currently in progress.

Manufacturer narrative:
The device was not returned for investigation. The lot history review (lhr) for lot# p02368 was conducted, which confirmed that there were no non-conformances during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Follow-up communication with the treating physician confirmed the patient underwent a successful ureteroscopic stone removal procedure with the cvac aspiration system with no events. The following day, the patient exhibited symptoms of a uti and fever, at this time the patient was admitted for presumed sepsis, and hospitalized for 1 day. The treating physician was uncertain what caused the sepsis. Sepsis is a recognized risk associated with ureteroscopic (urs) procedures, with an incidence of approximately 5% reported for urs procedures per bhojani et al. Sepsis prevalence and associated hospital admission and mortality after ureteroscopy in employed adults. Bju int. 2023 aug;132(2):210-216).